Event description:
Doctor reported to a lensar clinical application specialist that a pt had an anterior capsular tear at 12 o'clock with no extension to the posterior and no vitreous loss.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.